Manufacturer narrative:
D1: corrected h6: corrected health effect - clinical code, medical device problem code, type of investigation. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and instability or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided.

Manufacturer narrative:
D10: (B)(6) 02-010-01-0350 - logic femoral ps cem right sz 5; (B)(6) 02-012-45-5040 - lgc tibial fit tray cem sz 5f / 4t; (B)(6) 204-34-02 - fluted stem extension 25l x 14 mm; (B)(6) 204-70-00 - tibial stem ext. Screw. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 73 months after a right knee total replacement procedure, the patient underwent a revision procedure to address prosthesis wear, pain, instability and swelling. Revision surgery operative notes were provided. Patient left the operating room in stable condition. Post operative diagnosis noted wear of the implant. No further issues or complications were reported. No additional information is available.